Event description:
The customer alleged that there were suds from the soap mixed with cidex opa. The suds also got on the floor through the over flow pipe that is connected to the top of the tank. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found that the soap dispenser was putting too much soap into the basin during wash and it had suds left that was getting into the reservoir. This was making the reservoir overflow with suds. The fse found that the soap dispenser was not adjusted correctly. The fse adjusted and tested unit, all good. Unit meets manufacturer's specifications.